Manufacturer narrative:
The event occurred in (B)(6). Rom socket pins bent

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reportedly received result of 888 mg/dl on the aviva nano system. The result is outside the numeric range of 10-600 mg/dl of the device. No actions taken based on device result. No adverse event reported. Requested return of suspect device, and replacement was sent.